Manufacturer narrative:
(B)(4). Batch # t5ah2e. Investigation summary : the analysis found that one psee45a device was returned with the closing trigger and anvil in the closed position. One gst45w cartridge reload was loaded in the device. The cartridge reload was received partially fired. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic appendectomy the doctor unintentionally pressed the red safety button on the stapler and fired the stapler, outside of the patient. A second like stapler and reload were opened and used to continue the procedure. There were no patient consequences reported.